Event description:
It was reported to philips that the flexvision pc failed. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that flex viewing monitor hung up during startup. Review of the system log file showed that one of the grabber cards was unable to detect. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a medical device correction (z-1144-2024). The flexvision pc has been returned for analysis and the investigation could not confirm the failure of the frame grabber card in the flexvision pc. However, the replacement of flexvision by the fse resolved the issue. Following the replacement, the system was returned to use in good working order.